Event description:
During troubleshooting for a check lines and bags alarm, the home patient (hp) stated that he checked the lines and couldn't find anything wrong so he turned off the machine and changed the cassette. The technical service representative (tsr) explained that he will need to end therapy and that he should not change any part of the setup once the setup is complete. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated that after starting over with new supplies no further issues were found. The home patient also stated that they have already disposed of the supplies and no further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.